Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. It was reported that on (B)(6) 2019, the patient was found to be in sustained ventricular tachycardia. The patient was cardioverted without incident. There were no compromise and the patient had no symptoms. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) until they expired on 25jun2019 due to an unrelated issue. It was reported the pump would not be returned for evaluation. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 8 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was found to be in sustained ventricular tachycardia. The patient was cardioverted without incident. There was no clinical compromise and the patient was asymptomatic. No further information was provided.